Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were externalizing from the patient¿s skin. An attempt was made to laser extract the leads. However during the explant procedure a vessel was torn and the patient died.